Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert posted to the latitude website for this implantable cardioverter defibrillator (ICD) device with a high, out of range shock impedance (greater than 125 ohms). The device remains implanted. No adverse patient effects were reported.